Event description:
Customer reported that wake button did not work regularly. There was no adverse impact to the customer¿s blood glucose level. Customer declined callback, and no action was required as a resolution.